Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient fell and experienced a syncopal event during transport to the hospital via ambulance and the patient was admitted. Review of the episode identified twenty seconds of asystole due to right ventricular (rv) threshold measurements higher than the programmed output, resulting in loss of capture. Trend data showed high rv threshold measurements over the past year with periods of right ventricular automatic threshold (rvat) suspended. The device was reprogrammed to ddd mode, 4.0v@1.0mv. Additionally, there were inappropriately stored atrial tachycardia response (atr) events due to farfield r-wave oversensing (ffrwos). The atrial blanking period after rvp was reprogrammed to smart 125ms. Other lead measurements were stable. The boston scientific local area field representative was contacted for additional information. The representative reported this implantable pulse generator was mistakenly programmed without an appropriate safety margin. The system remains in service and the rv output was increased. No additional adverse patient effects were reported.